Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported a speaker malfunction from the intellivue x3. It is unknown if still sound coming from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The bench repair technician (brt) confirmed the reported issue and replaced the ((B)(6), mx_100 x3 speaker assembly) to resolve the issue. Results of functional testing indicate a malfunction. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after repairs were completed and was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.